Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor metal was not attached and patient think it was not in the body. Blood glucose was 9.3 mmol/l. Needle was not hard to pull away. Advised the pump will need to be replaced. The sensor will not be returned for analysis.